Event description:
Cardinal health (B)(4) reported to carefusion a report received from a customer, "5 each adult oxygen masks all from the same lot number were found to have only pinhole size openings, the opening was almost entirely occluded. If not noticed the oxygen flow thought to be delivered to the patient would not be, the patient would be receiving much less." One of the 5 masks was in use on a patient, and the problem was discovered when the patient's oxygenation saturation levels did not improve. It is unknown how much the level declined before the issue was corrected. Once staff saw what the defective unit looked like, they identified 4 other defective units. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The actual device involved in this event was not available for evaluation. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition, the subassemblies were reviewed and no issues were observed. This defect is not caused by the personnel. The manufacturing process of the connector was reviewed and it was observed that the pin was damaged inside the molding machine, causing the connector to be blocked. Carefusion has opened a corrective and preventative action (CAPA) to find the root cause of the core pin being damaged and not detected as well as to defined the corrective actions for the reported issue.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.